Event description:
It was reported that there was a pt death. There is no reason why this lead was unable to be implanted. The lead was not in service at the time of death. Associated with MDR 2183787-2014-0001 lead sn (B)(4).